Event description:
It was reported that a physician in-training in the use of the perclose proglide device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after advancing the knot to the arterial surface, the suture could not be cut with the suture trimmer. A second suture trimmer was used to cut the suture. Hemostasis was achieved with the proglide device suture. No adverse pt effects were reported. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: the suture trimmer was received undamaged. After the dried blood and tissue were cleaned from the distal end of the trimmer, the accessory was tested with suture from a proxy proglide device. During testing, the suture was captured and held at the distal end of the slider, the lever was activated, which cut the suture without difficulty. There was no damage or abnormality detected during testing that would contribute to the reported event. Based on the eval findings, the root cause for the failure of the suture trimmer to cut the suture could not be determined. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.